Event description:
It was reported that a chemo therapy set leaked at the seal of the double drip chamber. This occurred during patient infusion. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation information: an evaluation of a retained sample was performed. Visual inspection did not identify any malfunction. The retained sample was also gravity and leak tested. The set flowed without issue and was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual device was not returned for evaluation, therefore, a device analysis cannot be completed, however a photograph was provided. The picture provided by the customer revealed a disconnection at the level of the seal of the double drip chamber, however the reported problem could not be confirmed by photographic review only. There is a CAPA open to address this issue.